Manufacturer narrative:
Follow-up #1; date of submission: 09/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported keypad issue could not be adequately investigated due to a blank display screen issue; no conclusions could be determined in regards to the reported issue. The battery compartment was observed to be cracked in the area below the grip pad. Visual inspection revealed that the keypad cover was intact. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and evidence of moisture ingress was found on internal components; this device failure caused the blank display issue. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.